Manufacturer narrative:
Follow-up from 07-jul-2016: follow-up attempts has been completed, with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to experience lower abdominal pain. The devices were removed via laparoscopy approximately 8 months after insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061795) in united states on 19-may-2016 which refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Within a month after having essure inserted, she began having prolonged, frequent, heavy and unusually painful menstruations. She also suffered lower abdominal pain and swelling, headaches, and intense fatigue, suffered painful intercourse every time. She could no longer wear earrings made of nickel without the skin around the piercings becoming itchy, inflamed, and scabbing over. She had two follow up hsg (hysterosalpingogram) at 3 months and 6 months post-essure placement, and neither of her tubes had successfully scarred closed. Her doctor decided she had to remove the device as well as both fallopian tubes via laparoscopy. On (B)(6) 2015 the devices were removed. Many of her symptoms resolved shortly thereafter, and at the reporting time, she was 6 months free of essure and symptom free. Concomitant medication reported were naproxen and daily multivitamin. Hospitalization and required intervention were mentioned as event outcome, but not specified or assigned to one of the events. Follow up information received on 08-jun-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to experience lower abdominal pain. The devices were removed via laparoscopy approximately 8 months after insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.